Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 93 mg/dl. The customer's blood glucose level was 93 mg/dl. The customer stated she tries to change a number and her numbers keep scrolling. The customer was unable to bolus due to her scrolling numbers. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling of numbers noted. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.